Event description:
It was reported that the procedure was to treat a heavily tortuous and 70% stenosed distal right coronary artery. A 2.5 x 15 mm xience v stent was deployed in the lesion. A second 2.5 x 15 mm xience v stent delivery system was being advanced; however, it could not cross through the guideliner at the 90 degree angle proximal to the lesion and the xience v could not be removed from the guideliner due to stent damage, so the devices were removed from the anatomy together and upon removal, the catheter shaft was cut to remove the stent delivery system from the guideliner. A non-abbott stent delivery system could not cross so a 2.25 x 15 mm xience v was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The difficult to position/remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.